Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the filter leaked during an unspecified hydration infusion at a rate greater than 220ml/hr. The customer requesting a larger filter for rapid infusions. Although requested, no further details were provided by the customer for this event.